Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge was received unfired. In addition two gst60g cartridges were received. The cartridge (b) was received fully fired. The cartridge was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch number: p9383x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the 2nd firing using a gst60g reload only 1/3 of the staples deployed in goal post fashion on the stomach side and the other 2/3 did not deploy at all. A full cut was made. Seamguard buttressing was in use. A crack was heard and the device moved slowly on the 1st third of the firing. The procedure was completed using a like device. There were no patient consequences reported.